Event description:
On 2/10/93 pt underwent removal of a ruptured silicone mammary prosthesis (left) and replacement with a saline-filled prosthesis. Recently MRI showed evidence of leakage-the left implant was clearly deflated. Pt underwent surgery on 9/20/95 for replacement of ruptured left saline breast implant. At time of surgery, the implant appeared to be completely intact, however, it appeared that possibly it leaked through the valve but there was definitely no apparent leakage or rupture but the implant was completely deflated. Replacement was accomplished using a 200cc saline-filled mammary prosthesis.